Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was sticking out. The drive support cap was flushed. The customer would wake up with blood glucose levels at 500 mg/dl, 40 mg/dl, or 50 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.